Manufacturer narrative:
According to the facility, "during administration of gablofen for injection 1000 mcg/ml pre-filled syringe, the needles from 2 lots of the pump refill convenience kit had to be used during preparation due to the needles provided with the kit were bending." Another needle had to be used for injection. No patient injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "during administration of gablofen for injection 1000 mcg/ml pre-filled syringe, the needles from 2 lots of the pump refill convenience kit had to be used during preparation due to the needles provided with the kit were bending." Another needle had to be used for injection.